Event description:
Independent repair center customer alleged unit will not start, and the power switch will not start associated malfunction for this device: sieve beds leaking, 4 way valve not switching, valve operator stuck, the hose clamp and o ring were leaking and the muffler was dirty.